Event description:
Dealer states the frame was bent right out of the box. He states the frame is damaged and that the chair arrived dirty as if it had been opened before. No further information provided.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Bent seat rails won't fit h blocks. Product received expanded evaluation. The expanded evaluation report states: visual inspection- both of the seat rails were slightly bent inwards and therefore, did not settle into the h-block. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Bent seat rails won't fit h blocks. Product received expanded evaluation. The expanded evaluation report states: visual inspection- both of the seat rails were slightly bent inwards and therefore, did not settle into the h-block. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Dealer states the frame was bent right out of the box. He states the frame is damaged and that the chair arrived dirty as if it had been opened before. No further information provided.